Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "hi" results. Customer states that he feels physically fine and denies the need for medical attention. Customer did not provide expected result, nor any information in regards to the test strips. Customer stated he discarded the vial of strips when he used the last test strip. No adverse event reported.